Manufacturer narrative:
The customer did not provide the required intake information, such as the kit's lot number and log files, and an investigation was not able to be performed. Not withstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Event description:
The customer reported four (4) false positive results on direct tested swabs with the ID now covid-19 assay performed (B)(6) 2021 using three (3) different ID now machines. Nasal samples were collected from both nostrils using kit provided swabs. Repeat testing was performed on new sample. Confirmation testing on nasal swabs (collection/testing date not provided) with pcr generated negative results. The customer confirmed there was no death, serious injury or impact/delay to treatment based on the ID now covid-19 test results. The patient was symptomatic at the time of testing (not otherwise specified). No further patient information, including treatment, and outcome, was provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.